Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance in the superior vena cava (svc) resulting in shock. A partial fracture was suspected, and the lead was turned off, then explanted. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed, and the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.